Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up remotely. The right ventricular lead exhibited high lead impedance resulting in polarity switch and noise resulting in pacing inhibition. X-ray showed pinching of the lead near the pocket site; lead fracture was suspected. The patient was brought to the clinic and noise could be reproduced with isometric testing. The pacemaker dependent patient experienced light headedness and dizziness due to pacing inhibition. The lead was capped and replaced on (B)(6) 2020. The patient was doing well post procedure.